Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a notifier for high impedance and high threshold. During the lead revision a loose connection was observed. The lead was reconnected and impedance and threshold returned to normal range. The physician noticed oozing and swelling and elected to remove the entire system. One month later, the patient was cleared of infection and a new system was implanted.

Manufacturer narrative:
The reported field event of high lead impedance and threshold could not be reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were observed.